Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector there was component separation that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported that the part of tubing that is attached to the square part/filter got disconnected as chemo/taxol was running.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-feb-2023. Investigation summary: a sample was returned for investigation. Through visual inspection, separation was confirmed as the defect. The bottom of the set had separated at the filter. There was no damage observed to the tubing. A small trace of solvent could be seen on part of the filter connection site, but not on the tubing. A device history record review for model 10013902 lot number 22059241 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect was determined to be assembling set without use of fixture to ensure the correct insertion of tubing to the component. As a result, there is a variation on the execution of the operation it was identified a non stable performance on leaks and separation. Corrective actions are currently in progress to fix this issue.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector there was component separation that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported that the part of tubing that is attached to the square part/filter got disconnected as chemo/taxol was running.